Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and blood/body fluid noted in the helix housing and in neck region. Set screw mark noted on the terminal pin. The lead passed electrical testing. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. Additional information received from representative indicated that the rv lead looked good under fluoroscopy, similar to implant for that reason a micro-dislodgement was suspected. The cause could be attributed to patient's anatomy. The rv lead was explanted and a new lead was placed. No additional adverse patient effects were reported.